Manufacturer narrative:
The subject device was received and evaluated at rrc (regional repair center) olympus southend ui . Device evaluation and inspection, the following findings were noted by service repair: during initial inspection of the device, foreign debris was found protruding from the air/water nozzle. A comprehensive leakage check was completed, no leaks were evident. A full technical evaluation was completed in accordance with the OEM (original equipment manufacturer) specification. The following defects were identified in relation to the customer specified fault: general condition of the outlet pipe - blockage evident. The blockage appears to be a white fibrous material. Measurement of the air channel volume - blockage evident. Water flow - fail. Water removal - fail. Water channel ¿ volume - fail. Furthermore , the following findings were noted during inspection: light cover glasses has chipped, adhesive is worn and has scratch. Adhesive is worn at a-rubber ,angle is lower than standard. Objective glass adhesive is worn, has scratch , failed the automated leak test however, a manual leak test no leak found. Electric test is fail. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported co2 air flow is weak/blockage. Failed in machines. Co2 flow very low. The issue found during reprocessing. There is no patient involvement associated on this event. No user injury reported. Device evaluation found a foreign blockage identified protruding from the air/water nozzle. This report is being submitted for foreign blockage identified protruding from the air/water nozzle.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the following: brush was broken during brushing a/w (air/water) valve, bristle entered a/w channel and clogged in nozzle. Lint entered a/w channel and clogged in nozzle due to use of gauze or the like that produces lint in reprocessing. Users can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "operation manual_ preparation and inspection: inspection of the endoscope: inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Operation manual: inspection of the endoscopic system: inspection of the air-feeding function, inspection of the objective lens cleaning function. Users can reduce/prevent the suggested event by handling the device in accordance with the following IFU. "Reprocessing manual: preparing the equipment for reprocessing: all cloths used in reprocessing are recommended to be lint-free. Lint or cloth fibers shed into reprocessing fluids may be injected into the endoscope channels. There is the potential for lint or cloth fibers to lodge in channels or become trapped in the air/water nozzle. If gauze is used to reprocess the endoscope, ensure that fibers do not get caught on or remain trapped by protruding components like the air/water nozzle. Manually cleaning the endoscope and accessories: clean the external surfaces: thoroughly brush or wipe all external surfaces of the endoscope, using clean lint-free cloths, brushes, or sponges. Pay particular attention to the air/water nozzle opening and the objective lens on the distal end of the insertion section, and confirm that all debris is removed from all surfaces of the distal end. Function and inspection of the accessories for reprocessing: channel cleaning brush (bw-20t): inspection: check the bristles for damage. If the bristles are crushed, gently straighten them with your gloved fingertips. Channel-opening cleaning brush (mh-507) inspection: check the bristles for any damage. If the bristles are crushed, gently straighten them with your gloved fingertips. Single use combination cleaning brush (bw-412t): check the channel cleaning brush and channel-opening cleaning brush parts for loose or missing bristles. Caution: do not reprocess the single use combination cleaning brush prior to use. The brush may be damaged. Manually cleaning the endoscope and accessories: brush the channels: the channel cleaning brush (bw-20t) is consumable. The single use combination cleaning brush (bw-412t) is for single use. Repeated usage of these brushes may cause the brush head to become bent or kinked, which could cause it to come off during use. Confirm that the brush is free from any damage or other irregularities before and after use." Olympus will continue to monitor field performance for this device.